Event description:
This is being filed to report the clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Four clips were implanted. After deployment of the fourth clip on the medial aspect of a3p3, the clip nosedived in fluoroscopy. It was not possible to confirm if the clip detached from one leaflet due to the bad imaging. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported migration could not be determined. The reported poor imaging appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.